Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 42 mg/dl, 90 mg/dl. The customer was treated with sugar. Customer inserted a new sensor and they uses auto mode. The customer was offered to perform troubleshooting the insulin pump for low blood glucose. The insulin pump will not be returned for analysis.